Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and upon visual inspection, fluid intrusion was noted around the insertion button, and the button was also sticking down when pushed which would be related to the reported event. The usm was installed onto an in-house system where the technician noted that the insertion button would stick down causing the usm to fall over, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion clutch button was verified to be the source of the fault. The probable root cause is attributed to the insertion clutch button. This issue could be resolved by replacing the usm.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the universal surgical manipulator (usm) 3 was drifting to the left when the instrument clutch button was pressed. The customer stated that usm 3 fell far enough to hit the other usm arm. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to support usm 3 when repositioning it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument on usm 3 was inside the patient when the issue occurred. The cadiere forceps instrument and sureform stapler instruments were used. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the usm#3 to resole the reported issue. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .